Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation, third party testing, legal manufacturer¿s investigation and the results of the device history records (DHR) review. The device evaluation results included microbial testing at a third party. All channels were tested and no microbial contamination was identified. During the physical evaluation of the device, no mucosal tissue was found at the distal end or inside the biopsy channel. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to operating the suction while the distal end opening space is near the mucosal surface. There is no information indicating obvious misuse. The user may have prevented the suggested event for the following statement in IFU (operation manual): important information ¿ please read before use: examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges. Correction and preventative action (CAPA) investigation has been opened to further investigate this issue.

Manufacturer narrative:
The customer reported the device is available for return and evaluation. However, the suspect device has not been returned to olympus. The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, at the end of the endoscopic retrograde cholangiopancreatography procedure (ercp) the physician noticed small fragments of mucous membrane under the distal cover but no damage was found on the patient. The scope was inspected prior to the procedure and there were no findings. The procedure was completed using the same device without any delay. The mucous membrane was sent for laboratory testing however the results were not provided by the customer. Patient identifier (B)(6) is for the scope and patient identifier (B)(6) is for the distal cover. This report is for patient identifier (B)(6) for the scope.